Event description:
During a total abdominal hysterectomy procedure, the stapler did not form properly. The surgeon completed the procedure by manually suturing. The hosp has reported no pt injury occurred.